Event description:
During a procedure indigo laser probe tip indicated a high reading. Co contacted stated some probe tips have been treated with a chemical which results in incorrect temp readings. Probe not used.